Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08750 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of (B)(6) 2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2026 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under-delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week from the event date of (B)(6) 2026, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2026 during bolus deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Lost sensor 1 alert (780) was found on: (B)(6) 2026 20:27:00.000. Lost sensor 2 alert (781) was found on: (B)(6) 2026 20:44:00.000. Sg calibration error (776) was found on: (B)(6) 2026 14:49:52.000. (B)(6) 2026 07:09:21.000. The pump was programmed with a test guardian link (4) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.10 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for device test failed and possible under delivery anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and the pump was possible underdelivering. Also, the customer reported the device test was failed. The customer reported a blood glucose value of 280 mg/dl. The customer reported hyperglycemia was treated with an insulin pump (subcutaneous insulin infusion), the manual injection/insulin pen, and assisted/self-treatment of severe glycemic excursion (major severity). The blood glucose was high for greater than 4 hours. The event involved products mmt-7040a, mmt-396a, mmt-1884, and mmt-332a. Troubleshooting was performed, and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was used the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a, mmt-396a, and mmt-332a. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.